Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported stimulation feeling as shocking all the time and pain in the ins site/pocket area it was determined that the therapy was on and no trauma or falls were reported that could be related to this even. Patient further stated that when stimulation is on, they have burning and shocking all the time and when stimulation is turned off, the sensation stopped and they have no pain and no shocking with stimulation is off. The patient stated it shocks so bad it "is knocking me on my ass" and she had to grab the "box" and the shocking caused them to fall. The shocking is "driving her insane" and "it never stops" patient states she has surgeries about 2x to 3x a year and the dr moves the device and changes the location of the ins and she had a revision sometime between 2018 and 2019 which did not help. No further complications were noted or anticipated.